Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the the valve was received and was visually inspected, it was confirmed that the stator was dislodged. Therefore the cam position/pressure could not be determined. Upon further examination it was found that the valve casing was cracked and an impression in the valve casing was also noted as a damaged cam mechanism. It is possible that the device sustained some form of impact causing the condition described. This however could not be confirmed. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the investigation of this complaint no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that five years ago, the device was implanted. In 2011, it was noted that the white marker detached from the valve and that the cam was dislodged. As a result, the device was revised.